Event description:
It was reported the doctor had a difficult ercp (endoscopic retrograde cholangiopancreatography) that was attempted. After trying several times to get the ercp scope to pass the esophagus (was meeting resistance), the end user removed the scope and inserted a regular endoscope to find a deep laceration in the proximal esophagus. The procedure was aborted and completed 3 days later with another device. It was reported the patient has multiple comorbidities and deconditioned status and is still in the hospital for multiple other reasons. Related medwatch report with patient identifier: (B)(6), maj-2315. (B)(6), tjf-q190v.